Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, a 33 mm perimount valve of unknown model implanted in mitral position was explanted from a 63-year-old patient after nine (9) years and six (6) months of implant duration due to severe stenosis attributed to the adhesion of the posterior native mitral leaflet to two prosthetic leaflets, limiting their movement. The patient presented with progressive exertional dyspnea. A surgical valve was implanted in replacement successfully with no reported complications.

Manufacturer narrative:
Information added/updated to section h6 (device code, type of investigation, investigation findings and investigations conclusions) corrected h6 (device code): "1212 - entrapment of device" code removed. H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified regarding warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Leaflet immobility or restricted motion has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Leaflet immobility or restricted motion occurring post-procedurally is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including an implant duration of almost 10 years and the interference of patients anatomy with the prosthesis. As per feedback received, the adhesion of the posterior native mitral leaflet to two prosthetic leaflets, limited their movement . Since no edwards defect was identified, corrective or preventative actions are not required.